Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 1998. Subsequently, patient underwent a revision procedure on (B)(6) 2004 due to patient allegations of pain and dislocation. The modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper position." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01162 & 1825034-2015-00215).